Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. In the evaluation, omsc confirmed that the followings. - the reported phenomenon was duplicated. - there was dirt on the surface of the subject device with the antifriction that was leaked from inside the subject device when the burst, and there was same dirt on the water-resistant cap. - there was no dirt on the electrical connector. It was considered that this phenomenon was attributed to the water-resistant cap was attached during eto gas sterilization. Olympus stated the appropriate handling of tjf-260v and the counter measures against abnormalities in the instruction manual of tjf-260v.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during reprocessing, the bending section rubber was broken off because the user attached the water-resistant cap to the subject device during eto gas sterilization. The user facility cancelled a scheduled endoscopic retrograde cholangiopancreatography (ercp) procedure and the procedure was postponed to a later date. There was no report of patient injury associated with the event.